Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio 2 meter had displayed an error message ¿ error 5. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred between ¿2-3pm¿ on (B)(6) 2015. The patient manages their diabetes with a combination of medications including ¿aphedra¿ (dosage unspecified) and 60 units of lantus insulin per day and denied making any changes to their regular diabetes management regimen routine as a result of the error message appearing. The patient denied experiencing any symptoms as a result of the alleged product issue but stated that they self-treated an unknown period of time after by taking an unspecified dosage of insulin. The patient also measured their blood glucose on another meter at this time and obtained a blood glucose reading of ¿166mg/dl¿. At the time of troubleshooting the cca noted that the test strips were stored correctly and within their expiry date. However, they were unable to walk the patient through performing a re-test as the patient had ended the call and therefore was unable to resolve the issue. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.